Event description:
During routine testing of the device at the service center, the quality technician reported that a start up error message appeared on the printer screen stating "printer paper release lever is disengaged." Unable to print eeprom or service mode test results. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.